Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having particles in lungs, chest pain and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having particles in lungs, chest pain and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found unknown contamination was present on the blower box air inlet at the filter area, on the enclosure top, under the right-side accessory door. Dust-like contamination was observed on the blower box exterior, blower housing and blower outlet seal. Evidence of liquid ingress was evident on the blower housing. A piece of debris was found in the blower box, which is consistent with a broken retention clip from a third party filter. Keratin-like contamination was present on the blower box outlet . The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations consistent with unknown contamination on the blower box air inlet at the filter area, on the enclosure top, under the right-side accessory door, dust-like contamination was observed on the blower box exterior, blower housing and blower outlet seal, a piece of debris was found in the blower box, keratin-like contamination on the blower box outlet. Also concludes, liquid ingress consistent with blower. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.